Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The customer initially tested at 10:38 a.m. With a result of 5.5 inr. The customer re-tested on the meter at 10:49 a.m. With a result of 4.0 inr. A new finger was used for each test, however, the customer squeezed his finger excessively to get enough blood. Excessive squeezing can impact the results. The customer's therapeutic range is 2.0 - 3.0 inr. The customer reported both results to his physician, however, no action was taken based on the results. There was no allegation that an adverse event occurred. The customer is in good condition. The customer is not anemic, is not on heparin therapy or other direct thrombin inhibitors and does not have antiphospholipid antibodies. The customer has had no medication changes, no diet changes and no recent illness. The customer has not been experiencing any bleeding or bruising. The meter and test strips were returned for investigation. The returned test strips were measured with the returned meter with liquid qc of a high level. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). No error messages occurred during investigation. Qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer said that they have not cleaned the meter recently. The meter should be regularly cleaned with a 70% alcohol solution. The investigation did not identify a product problem. The cause of the event could not be determined.